Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to deliver inappropriate therapy due to atrial driven rhythms. Technical services (ts) was contacted and upon review of the presenting electrogram (egm) it was noted that the device delivered two inappropriate shocks and one anti-tachycardia pacing (atp) burst. Further information was provided stating that device reprogramming was performed. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.